Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a currently (B)(6) female pt who received super poligrip original (formulation (B)(4)) and "super poligrip fresh" (formulation (B)(4)). A physician or other health care professional has not verified this report. Approximately ten years prior to reporting, the pt began using dentures. Her denture adhesive products of choice were super poligrip original and "super poligrip fresh." An unk time later, the pt was diagnosed with "neuropathy attributed to excess zinc and resulting in copper depletion attributable to super poligrip original and super poligrip fresh and she now suffers from profound and permanent neurological and other injuries attributable to her super poligrip original and super poligrip fresh use." According to the claim, these permanent physical injuries had left the pt unable to perform her normal, customary, and daily activities. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2009-00037. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for the product(s) was available. (B)(4).